Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: monopolar curved scissors (part number: 470179-19 / lot number: k10220214-0180 / uses remaining: 9 ), and a prograsp forceps instrument (part number: 471093-11 / lot number: n10210208-0306 / uses remaining: 9 ). The monopolar curved scissors instrument does not have any complaints created against it. The prograsp forceps instrument has a separate complaint created against it for it becoming stuck in the cannula. There is no evidence or allegation to suggest that this prograsp forceps event caused or contributed to the reported patient bleeding. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted benign hysterectomy procedure bleeding occurred. It is unknown how severe the blood loss was and how it was controlled.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure bleeding occurred. No other information on the reported bleeding could be provided. This procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.